Event description:
Two incidents where eyes became swollen, sensitive to light, discharging, tearing, & red after using product daily for past 5-6 months before he heard about investigation. He wears soft contact lenses every day & had not experienced any problems before starting to use this particular bottle. (He has two bottles but this is the one he used when incidents occurred). He saw a physician whose diagnosis in february was photophobia, swelling of cornea & inflammation.